Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. An isometric movement test was negative. It was noted the patient had recently received a bone-growth stimulator that could potentially affect the sic. The physician will monitor the lead situation with more frequent remote transmissions. The lead remains in use. No patient complications have been reported as a result of this event.